Event description:
Customer reportedly obtained a result of 166 mg/dl while the lab read 81mg/dl within 10 minutes. No action was taken based on device result. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.